Manufacturer narrative:
Product analysis the customer returned four images. Two of the images show the device with the tip detached. The other two images show the carton label indicating that the device is a turbohawk m plus, lot #: 0012460746. Product analysis a visual inspection showed that the tip detached at the hinge pins. The hinge pins are still present on the housing. The detached tip was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the turbohawk plus 6f atherectomy device, there was a delay in surgery due to a product malfunction lasting 20 minutes. The procedure was conducted on the right superficial femoral and popliteal arteries, targeting plaque in the mid-section of the peripheral arteries. The product issue involved tip damage. The tip separated but did not fully detach. The sheath used was a non-medtronic sheath, and the guidewire was a .014 non-medtronic guidewire. The tecothane jacket was intact. No bunching was noted to the coating and the coating remained intact. No pieces were noted to be missing post procedure. The guidewire lumen was not torn/ripped. The device was safely removed from the patient, and the procedure was completed using a new medtronic device. No patient complications have been reported as a result of this event.